Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they were laying on the insulin pump while they were sleeping. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.